Event description:
It was reported that the pod was hot and causing a burning sensation on the patient abdomen while wearing the pod for 2 days. After removal the patient noticed second degree burns and unknown liquid leaking at the site causing round welts and hot to the touch. Upon removal, the patient's husband stated when he removed the pod, it was hot and that the pod cooled down once it was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the second degree burn. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The device was received with the cannula fully deployed. An unknown substance was observed on the adhesive pad. The device successfully communicated with a master pdm during investigation. Download data from the returned device shows no hazard alarms, timeouts, or drive stalls. No abnormalities were observed in the data that would indicate a failure of the device. Inspection of the bottom housing and formed needle found no damages or defects that would contribute to the reported infusion site complaint. The root cause of the reported infusion site complaint could not be conclusively determined. All three batteries were measured to have sufficient voltage during investigation. Initial measurement of the shelf mode current found it to be out of specification. The pcb assembly was removed from the pod chassis and the shelf mode current was remeasured to be within specification. Corrosion was observed on capacitors c22, c15, c13 and inductor l2 located on the top left corner of the pcb assembly and on the top battery. No internal leakage source was identified during investigation and no other corrosion was observed on the returned device. The root cause of the observed corrosion and the initial high shelf mode current measurement could not be conclusively determined. During investigation, the pod was not observed to become warm or hot to the touch.